Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose value that triggered the suspend on low/suspended before the low event was 89 mg/dl and the low limit in sensor settings was also 70 mg/dl. The blood glucose value associated with the triggered suspended event was 175 mg/dl which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. The customer reported no adverse event. The event involved product(s) mmt-7040a, and mmt-1884. Troubleshooting was performed for the sensor glucose vs blood glucose guardian sensor 3/guardian 4 sensor and the sensor been worn less than 4 days. Troubleshooting was performed for the auto mode and the non-serialized product will being replaced. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The customer take medication such as acetaminophen, paracetamol, or hydroxyurea. The medication taken was a blood thinners. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.